Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the model/catalog number, expiration date is not known. The initial reported did not provide any contact information in the medwatch report. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: patients who undergo endometrial ablation procedures who have previously undergone tubal ligation are at increased risk of developing post ablation tubal sterilization syndrome which can require hysterectomy. This can occur as late as 10 years post procedure. Internal complaint reference: (B)(4).

Event description:
It was reported by patient maude event report mw5084832, that in 2017 the patient had a novasure endometrial ablation due to excessive menstrual bleeding. With the first period after the procedure there was increased pain and within 5 months of surgery the patient presented to the ER with severe abdominal pain. "I was diagnosed with post ablation tubal sterilization syndrome." "I was put on lupron depot." "I am not a candidate for hysterectomy due to medical issues because of my ablation." Additional information was not able to be obtained since the initial reporter did not provide any contact information in the medwatch report.